Manufacturer narrative:
The lens was returned to b+l. Visual inspection found both haptics were bent. Functional testing could not be performed due to the returned condition of the lens. The cause of the damage cannot be determined. The device history records (DHR) were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Inspection and test records indicate that this lot conformed to spec at the time of release. Based on the info available, the root cause of the event cannot be determined.

Event description:
The surgeon reported that a li61aor lens was inserted and removed from the pt's right eye on (B)(6) 2011, due to a bent haptic that was noticed by the surgeon during the lens insertion. The incision was enlarged, the lens was removed, and another iol of the same model and diopter was successfully implanted. Reference MDR #1119279-2011-00161 for the delivery device.